Event description:
To start with it was a good feeling to get the pain to stop at first then, the hip that I got replaced got a (B)(6) infection in the hip and had to have another operation to try to get the infection taken care of that lasted a full yr. And after a while it started to give me problems with pain and swelling. It became more painful over time. At times I have to use a cane. Sometimes even going to the store is impossible. My activities are very limited at this time. Steps are very difficult and most times I avoided them as much as possible, long walks are out of the question. At times my hip feels like it is hanging on something in me. That's when I can't walk and the pain is severe so I try to work it around to get it to get back in place to where it stops hurting. It does it quite a bit. Living with this is very difficult and has changed my life not for the better like I was hopeful for.